Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what were the indications for surgery? Bariatric surgery; obesity. Was buttressing material used? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes. What was the product code of stapler used with the reported reloads? Ec60a; ecr60g; ecr60d; ecr60b. Were there any staple formation issues noted throughout care of patient? No. Were there any difficulties with device during initial procedure? No. Please confirm date of second procedure. The doctor didn¿t know. What was the reason for the return to operating room? Hemoperitoneum and bleeding was the patient originally discharged from hospital and then returned? In what procedure did staple line ¿bled a lot¿? Was this in first or second surgery? In the first procedure, bariatric. What was found in the second surgery? Hemoperitoneum. What was the cause of death? Patient was elderly and had other comorbidities and died due to a pulmonary embolism in the ICU. Was an autopsy performed? If so, can the results be shared? No.

Event description:
It was reported that the patient undergoing the procedure on (B)(6) 2019, returned to the operating room on (B)(6) 2019. The patient died in the early hours of 2019. During initial surgery, the staple line bled a lot.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested, and the following was obtained: how was the bleeding addressed that occurred during first operation? What was the source of bleeding in reoperation? How was it addressed? According to information, the bleeding from the first operation was reopened with the second procedure, where they drained the bleeding. The source of the bleeding was in the operative wound. Just to clarify, during the first operation, there was no excessive bleeding and it was completed normally? The bleeding occurred post-operative? Yes, the bleeding occurred post ¿ operative.